Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a syncopal episode with fall on (B)(6) 2016. The patient suffered head trauma, and was on the floor for approximately five to ten minutes. The following day, the patient¿s spouse reported the event to the implanting center. Reportedly, the patient was doing well. A head computerized tomography (CT) scan and physical exam were performed. The CT scan was negative. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported syncopal episode could not be conclusively determined. The patient had a syncopal episode, fell, hit their head, and had loss of consciousness for approximately 10 minutes. They were brought to the hospital for a physical exam and a head CT was negative. Per the vad coordinator, a relationship between the syncopal episode could not be ruled out; however, a specific cause could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the implanting center indicated that the syncope event was possibly related to the lvad. The patient¿s loss of consciousness lasted approximately ten minutes. Prior to the event the patient reportedly had poor oral intake and hypoglycemia.